Manufacturer narrative:
The reason for this revision surgery was due to a fracture. The previous surgery and the revision detailed in this investigation occurred 9 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the fracture. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are many factors that may contribute to the event that are outside the control of djo surgical such as: excessive loads or torques, bad bone quality, patient activities or trauma. Due to the short time between the previous and revision surgery, the event may have been occurred due to incorrect implant selection or improper surgical procedure/lack of post-operative care. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having a fracture. The surgeon needed to put a longer stem in.